Manufacturer narrative:
(B)(4), a nihon kohden installer, was at the customer's facility and reported that the rns (remote networking station) was in complete communication loss. It was in communication loss for approximately 1 hour. After working with nihon kohden's networking team, it was determined that an sg200 switch is no longer configured and sending out multicast to the nk monitoring network. A replacement switch was sent to the customer to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
(B)(4), a nihon kohden installer, was at the customer's facility and reported that the rns (remote networking station) was in complete communication loss. It was in communication loss for approximately 1 hour.

Manufacturer narrative:
Manufacturer narrative: (B)(6), a nihon kohden installer, was at the customer's facility and reported that the rns (remote networking station) was in complete communication loss. It was in communication loss for approximately 1 hour. After working with nihon kohden's networking team, it was determined that an sg200 switch is no longer configured and sending out multicast to the nk monitoring network. A replacement switch was sent to the customer to resolve the issue. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.